Event description:
It was reported that cartridge did not fully snap into pump, and customer believed multiple cartridge shipments were defective. There was no reported impact to the customer¿s blood glucose level. Customer removed case from pump, inspected and cleaned pneumatic tap area as instructed, then successfully loaded new cartridge and resumed insulin delivery, and technical support arranged return and replacement of cartridges.